Event description:
Overdelivery reported: the pump was programmed to deliver nitroglycerin (specific rate unk). The nurse reports that immediately after inserting the cassette into the pump's cassette chamber, the fluid delivery began to free flow. The nurse reports that since she was at bedside, the event was caught immediately and the tubing was clamped to stop flow. The nurse reports that there was no pt harm. The physician was notified, but no additional orders were rendered. The infusion was started on a replacement pump with no reported event. Though requested, there was no additional info available.